Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys total psa immunoassay (total psa) on a cobas 6000 e 601 module. The initial result was 1.31 ng/ml. This result was auto-validated and reported outside of the laboratory. The doctor complained about the result and requested repeat testing. On (B)(6) 2018 the sample was repeated from the primary tube with a result of 100.0 ng/ml with a data flag. The sample was run with 1:50 dilution and the result was 953.7 ng/ml. The result of 953.7 ng/ml was believed to be correct as it corresponds to the medical history for the patient. There was no allegation that an adverse event occurred. The total psa reagent lot number was 315714 with an expiration date of aug-2019. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace. Based on the data provided an assay related issue was not identified. The investigation did not identify a product problem. The cause of the event could not be determined.